Event description:
A 52-yr-old male presented to ER on 2/4/94 with acute myocardial infarction and bradycardia. Physician attempted to use external pacer without success. Pt transferred to tertiary care facility for treatment without adverse effects. On 2/10/94, unit was sent to engineering for svc; problem identified as parts being replaced backward in the unit by a svc co which was previously used by user facility.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: independent service organization. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: mechanical problem. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.